Manufacturer narrative:
(B)(4). Batch #: unknown. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Attempts are being made to retrieve the device. To date, no additional information has been received and no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a laparoscopic gastroplasty stapling, the stapler stopped in the first shot and in the fourth, having difficulty opening the stapler. It was necessary to replace it with another similar device. There was no adverse event for the patient.